Manufacturer narrative:
A4 - patient weight requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a patient on venoarterial extracorporeal membrane oxygenation (va-ECMO) had a post-oxygenator oxygen partial pressure 50 mmhg, and the fraction of inspired oxygen (fio2) was 30% on the oxygenator. The fio2 was then increased to 100%, which resulted in an increase in post-oxygenator oxygen partial pressure to 230 mmhg. On (B)(6) 2023, the patient's oxygen saturation from the arterial outlet tubing was reading 91% and fio2 was 50% on the oxygenator. The fio2 was then increased to 100% and patient¿s oxygen saturation from the arterial outlet tubing increased to as high as 98% after 20 minutes. It was noted that pre and post oxygenator gas was not obtained. The patient was systemically anticoagulated with anti-factor xa of 0.6, with a goal between 0.4 and 0.7, pre and post membrane pressures were normal and unchanged throughout, with exact values not known, blood flow was 0.24-0.32 lpm, gas flow was 0.2lpm, and there was no observable color change noted from blood of inflow and outflow tubing, spectrum sat probe, and non-complex va-ECMO circuit. It was noted that at the time the event was reported, the patient had already been taken off of extracorporeal membrane oxygenation (ECMO) as it was deemed safe by the medical team.

Event description:
It was reported there were concerns of infant oxygenator failure with no observable color change noted from blood of inflow and outflow tubing; this occurred approximately 48 hours after initiation of support which started on (B)(6) 2023. The patient's pre-oxygenator pressure was 190-200 mmhg. The post-oxygenator pressure was 180-190 mmhg. It was unlikely but unknown whether the product could contain biological residue of who risk group 1, 2, 3, or 4.

Manufacturer narrative:
Manufacturer's investigation conclusion: through review of the available information, the device manufacturer (eurosets) determined that there is no fault related to the oxygenator, which was compliant with the technical specifications. The infant oxygenator was returned to abbott where a visual inspection was performed that revealed no obvious damage. The device history record for the oxygenator was reviewed by the external manufacturer (eurosets) and showed that all tests from the production process were compliant with the technical specifications. Eurosets determined that based on the information provided, the values reported are in line with the reference values and the safety of the patient was not compromised. Eurosets also noted that the event occurred after 2 days from the beginning of the treatment. The production documentation for the eurosets infant oxygenator, serial #(B)(6) / lot #9351300, was reviewed by the external manufacturer (eurosets) and showed that all tests made in the production process were compliant with the technical specifications. The eurosets amg pmp infant cardiopulmonary bypass oxygenator instructions for use (IFU), rev. 00, is currently available. Under the list of warnings, the IFU warns that during use, a spare oxygenator must always be available and also warns that the device has to be carefully and continuously checked by qualified healthcare professionals throughout the procedure. Strictly monitor the device pressure gradient and gas transfer performances. Under the section titled, ¿bypass start¿, the IFU contains a subsection on blood gas monitoring and explains how to adjust the relevant parameters based on the patient¿s blood gas values. Under the section titled ¿oxygenator replacement¿, this document states that a spare oxygenator must always be available during perfusion. After 6 hours of use with blood or if particular situations occur, which may lead the person responsible for perfusion to determine the safety of the patient may be compromised (insufficient oxygenator performance, leaks, abnormal blood parameters, etc.), follow the procedure outlined in the IFU for oxygenator replacement. No further information was provided. The manufacturer is closing the file on this event.